Event description:
The hcp reported a catheter revision was done the week before. The pt then experienced signs of withdrawal including severe agitation and increased tone. A lumbar x-ray had shown a dislodged intrathecal catheter. The catheter was revised with a partial catheter replacement. After the revision, the pt experienced postsurgical cerebrospinal fluid leakage which required revision and a wound infection that was treated with IV antibiotics.